Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Analysis of the log file that was provided by the account showed intermittent elevations in pump power and flow. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The patient remains ongoing on vad support and no further issues have been reported. The hmii IFU lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a seizure similar to a stroke. Additional information was requested; however, none has been provided.